Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was unknown. Since "dressing" has been removed, the patient is getting full charge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been trying to charge their implanted neurostimulator, but the highest they could charge was 30% and wouldn't go any higher. Agent asked, patient said they didn't see any error messages when charging stopped at 30%. Patient said they'd had the recharger on for over an hour, and the implant would not charge further - they tried charging for the first time 'the other day' and the same issue of stopping at 30% occurred. Agent had patient perform a reset of the wireless recharger. After reset, patient was able to get an excellent connection, then went down to good, and was still at 30% charge. Agent put patient on hold for a couple minutes, and when patient came back, the charge hadn't progressed to 40%. Agent reviewed information about charging speed (confirmed was set at 4) and that it could take up to 4 hours to fully charge with only good connection. Agent reviewed if patient's incision site wasn't fully healed, it was not recommended to use charge equipment yet, and inflammation/swelling may interfere with charging. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue if the issue persisted; patient will be seeing hcp for follow-up on may 2nd. Patient mentioned their cat made the mistake of stepping right on top of the implant the day after the surgery, so the wound had been very tender ever since.